Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the cardioplegia tube ruptured and blood leaked during a procedure. The circuit used for this procedure was assembled by a third party and it will be investigated by them. The service representative could not confirm the reported problem. During testing the s3 roller pump functioned well. The pump was returned to the customer. As the issue was not reproduced and no trend increase has been identified, no further investigation is required. No nonconformities were noted during the device history record review regarding this issue. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group (B)(4) received a report that the cardioplegia tube ruptured and blood leaked during a procedure. There was no report of pt injury.